Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device passed delivery accuracy test. Insulin pump received with reservoir tube lip partially broken off. Device received missing reservoir tube o-ring, cracked case at reservoir tube window corners, cracked battery tube threads, cracked case at display window corners, corroded battery tube, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to issues with the pump . Customer's blood glucose value was 182 mg/dl at the time of the incident. It was reported that there was missing half of the lip ring but reservoir can still be locked. The customer was assisted with troubleshooting. Customer will return device for analysis.